Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicated a company representative met with the patient and was able to recover with the patient's ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.